Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as it was reported that the sample is not available for return. Part number 528135 is not being manufactured currently, however, another part number from the same family was used for the "verification of failure mode reported in the current manufacturing process" and was conducted as follows: 13 staplers were taken from the current production from part number 528235 visistat 35w 6/box lot# 73d2300318 the staplers were functionally inspected and issue reported "misfire/jamming - staples not firing" was not observed in the current manufacturing process, the staples were loaded and released correctly. DHR investigation did not show issues related to complaint. Without the device to evaluate, the complaint could not be confirmed, and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature. The associated MDR numbers identified were 3003898360-2023-00741, 3003898360-2023-00771, 3003898360-2023-00770, 3003898360-2023-00768, 3003898360-2023-00767, 3003898360-2023-00766, 3003898360-2023-00799 and 3003898360-2023-00800. Other remarks: n/a. Corrected data: n/a.

Event description:
It was reported that "hcp failed to fire staple because of stuck staples while using on patient". At the time of this report, the customer has not returned our requests for additional information. If further information is received, the complaint file will be updated.

Event description:
It was reported that "hcp failed to fire staple because of stuck staples while using on patient".

Manufacturer narrative:
(B)(4). Additional information received 16-jun-2023 indicates there was no patient injury and no medical intervention. The device was replaced, and the condition of the patient was reported as fine. The customer returned one unit of 528135 visistat 35r 6/box for investigation. Visual examination of the returned sample revealed that the staples appeared properly aligned. The stapler was returned with 26 staples remaining in the cover block. The trigger was not returned engaged. Evidence of use in the form of biological material was not present on the device. A functional inspection was performed on the sample by attempting to fire staples from the returned stapler. Upon full engagement of the trigger, the first staple was properly formed and released. The next twenty two staples also formed and released properly. To simulate insertion into the skin, the stapler was fired into a simulated skin pad. All remaining staples were fired and were able to engage and close into the simulated skin with no difficulty. The customer did not provide a lot number; therefore, a device history record review was performed on two potential lot numbers found from the sales history data of the customer. No relevant findings were identified. The IFU for this product states, "to obtain optimum staple closure, the trigger must be squeezed all the way in." The reported complaint could not be confirmed. Upon functional inspection, no issues were observed with the returned stapler. A device history record review was performed on the device with no evidence to suggest a manufacturing related cause. The probable cause of this complaint issue could not be determined based upon the information and sample provided. There were no functional issues found with the returned sample. Teleflex will continue to monitor and trend on complaints of this nature.

Manufacturer narrative:
Qn# (B)(4).per DHR the product visistat 35r 6/box lot # 73e2200836 was manufactured on 05/24/2022 a total of (B)(4) pieces. Lot was released on 06/08/2022. DHR investigation did not show issues related to complaint. Other remarks: n/a. Corrected data: n/a.

Event description:
It was reported that "hcp failed to fire staple because of stuck staples while using on patient". At the time of this report, the customer has not returned our requests for additional information. If further information is received, the complaint file will be updated.